Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that error code e315 scope not supported is showing with the subject device. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failures were not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: a noise image occurs. Based on the results of the investigation, a probable root cause for the reported failures could not be identified. Device returned and not reproduced. Regarding the additional reportable malfunction, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noisy image was due to the damaged charged coupled device (ccd) unit. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.